Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the corrosion on the micro switches. A field service engineer, added a grease on the switches and performed preventive maintenance to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system door of tower 6 is continuously malfunctioning, and occasionally hearing a clicking sound during the recovery process. The customer stated that the malfunction occurred when user nurse trying to pull a medication there were no adverse events or injuries reported based on this incident.